Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for one hundred and thirty-nine (139) cfus of bacillus species. The channel also tested positive for six (6) other low concern organisms. The distal end tested positive for thirteen (13) cfus of low concern organisms. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. Reprocessing staff member utilized a third-party flusher and suction source, which was the reason steps eighty-four (84), eighty-seven (87) to eighty-eight (88), ninety-three (93), and ninety-five (95) to ninety-eight (98) were marked non applicable. The alternatives were not considered deviations. The audit took place on july 19, 2021. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on july 27, 2021. All sixteen (16) required scope sampling points were sampled. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. There were no findings. The legal manufacturer performed an investigation. Bacillus species is an environmental organism. No sampling deviations were observed. No reprocessing deviations were detected but the loose automated endoscope reprocessor connectors were observed. No damage was observed during destructive inspection. Destructive sampling did not result in any growth. No information was available regarding the end of procedure time and start of manual cleaning for the duodenoscope. Olympus site staff also noted that ¿the connectors in the aer were very loose and came off easily¿. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was probably inadequate reprocessing, potentially insufficient reprocessing, potentially contamination during sampling. Corrected data: b5.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This report is being supplemented to provide additional information in e2, e3 and h6 for type of investigation from the legal manufacturer's investigation. This information is addressed in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for one-hundred and thirty-nine (139) cfus of high concern organisms. The channel also tested positive for six (6) low concern organisms. The distal end tested positive for thirteen (13) cfus of low concern organisms. No patient harm reported.